Manufacturer narrative:
(B)(4). Testing of the implantable neurostimulator (ins) (model 37713, (B)(4)) revealed no significant anomalies. There was good stable output on each electrode pair at the patient's settings as received. There was good stable output on every electrode pair referenced to the #0 electrode using the patient's lead configuration (2x8). The output matched the programmed settings. The ins was functionally okay but the battery had reduced capability due to the overdischarge. Testing of the leads (model 3778, (B)(4)) revealed broken conductor wires in the body of the leads at the anchor site. All circuits were open and there were no shorts. Testing of the extensions (model 37081, (B)(4)) revealed no significant anomalies. The extensions were okay but were cut through in suspected explant damage. The extensions had acceptable continuity and no shorts. Testing of the anchor (model 3550-39, serial number unknown) revealed no significant anomalies. The anchor sleeve was cut.

Event description:
The patient stopped using his implantable neurostimulator because his pain symptoms improved. He did not recharge his device and the battery depleted. The device was electively removed. The patient was not injured and recovered without sequela. A follow-up report will be sent if additional information becomes available.